Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing fiber optic sensor extension cable. Fse tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) had an broken fiber optic connection. There was no patient involvement reported.